Event description:
Info was received that reported a patient was hospitalized in 2007 due to hyperglycemia. He was admitted to the hospital with a blood glucose >500mg/dl and ketones, he was treated with IV fluids and insulin. He reports that he received no alerts or alarms. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.